Event description:
It was reported that tandem mobi pump battery did not charge even though caller used charging pad, pad cover, and tandem charging cable with non-tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was advised that non-tandem charging supplies were not recommended, agreed to use replacement tandem mobi charging supplies that technical support arranged to send by two-day shipping, and was advised to contact healthcare provider for backup therapy if pump battery depleted before new charging equipment arrived; no additional information was received regarding the outcome of the event.